Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced kinked cannula and went to emergency room (ER) and subsequently got hospitalized on (B)(6) 2025. The site of insertion was at the arm and patient noticed symptoms after 3 hours of insertion. The patient was admitted to intensive care unit (ICU). The blood glucose (bg) level exceeded 500 mg/dl with specific value unknown and got treated intravenously with fluids of saline and insulin. The infusion set was in use for 1 day. The patient was released on (B)(6) 2025. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17105. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 23-dec-2025 against "lot number 6013541 and similar malfunction code (s) soft cannula bent/kinked/crimped after removal - reduce flow, soft cannula bent/kinked/crimped after removal - blockage and soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6013541 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 23-dec-2025 against "lot number" criteria equal 6013541 and similar malfunction code (s) soft cannula bent/kinked/crimped after removal - reduce flow, soft cannula bent/kinked/crimped after removal - blockage and soft cannula found kinked upon removal from infusion site. The count of complaint is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013541 was manufactured according to the work instruction (wi) version 123 and manufactured in the line inset 3 on 01/jun/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013541 and related malfunction codes for soft cannula issues. Two complaints was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4).

Event description:
To date no additional patient or event details have been received.